Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had been having problems with their device for a month now. The patient did not specific which problems they were having. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.